Event description:
It was reported by the user facility that the patient had a heart attack on the evening of (B)(6) 2013 and was hospitalized for a few days. According to the patient's peritoneal dialysis nurse, the heart attack occurred within 24 hours of treatment but was unrelated to his dialysis. According to the hospital discharge summary report, dated (B)(6) 2013, the patient had arrived in the emergency room on (B)(6) 2013 with left-sided chest pain radiating to the jaw, and reported waking up with chest pain. He was found to have non-stemi and was admitted at around 6:30 pm. He was taken to cardiac catheterization and found to have coronary artery disease with severe ischemic cardiomyopathy, and three drug-coated stents were successfully placed percutaneously. He was placed in the ICU, to continue peritoneal dialysis and beta blockers and start effient and aspirin. He started having thrombus and severe, profound thrombocytopenia, requiring a platelet transfusion and holding of all anticoagulation. Platelets started improving once effient was started. Reference MFR # 2937457-2013-00374.